Event description:
A hospital in (B)(6) reported that they had an issue with an rt265 infant breathing circuit kit that had become disconnected from the pressure line and resulted in desaturation of 38% and a heartbeat of under 50 bpm for a baby in the neonatal ICU. They further reported that they had a problem with the rt265 disconnecting from the swivel y-piece, both during set-up and during ventilation. The hospital subsequently confirmed that following the desaturation the baby was manually ventilated with 100% oxygen and was stabilised after 15 minutes, with no further consequence.

Manufacturer narrative:
(B)(4). The rt265 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on information received from the customer and our knowledge of the product. Results: the hospital informed us that the rt265 circuit had passed the ventilator leak test with no leak exhibited, so we know that the breathing circuit was operating properly at the outset. They further stated that the leak occurred after three days of use. Conclusion: the breathing circuit had functioned without issue for three days. The connections of the rt265 circuit are designed to conform to the relevant (B)(4) standards for this type of device. The connections of the inspiratory and expiratory limbs are a standard (B)(4) medical taper-fit and the pressure line is a standard luer (B)(4) taper. Without the complaint breathing circuit we were unable to determine what had caused the problem as reported by the customer. All infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).